Manufacturer narrative:
Based on the provided data, the root cause seemed to be sample specific and caused by an unknown interference possibly from a medication and /or a gammopathy. An analyzer issue was excluded as the interference could be diluted out and the qc data was reported to be acceptable.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable albumin tina-quant result for one patient sample from an unknown roche analyzer. The initial result was 415.48 mg/l with a data flag. The repeat result was 339.55 mg/l. The repeat result with a 1:10 dilution was 237.28 mg/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected.